Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was reported that the device model 9850ev56 and 56mm implanted in the tricuspid position, was explanted on post operative day (pod) 322 and another valve was implanted same day. The patient is alive. Additional information was received stating that the patient had severe aortic regurgitation that required surgical intervention. Since the patient had a mild-moderate pvl post evoque ttvr, they chose to replace the evoque valve surgically at that time as well. The patient is stable and doing well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. Based on the complaint investigation, the complaint for valve does not seal on annulus was confirmed with other empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event(s) were identified. The investigation of complaints for the reported valve does not seal on annulus that could result in para valvular leak (pvl) cases found that procedural factors, either alone or together with patient factors such as patient's individual anatomy, could possibly be the contributing factors, and can include tv annular oversizing, borderline valve sizing procedural factors, or a combination of these factors. Paravalvular leakage is a known risk of valve replacement. There is no evidence to support that manufacturing non-conformities resulted in this issue. A potential root cause was unable to be determined for the reported event with limited and/or insufficient information. No information received or available suggests that the reported event does allege or indicate that a device manufacturing or device deficiency has occurred. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.